Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where on post-operative day (pod) 1, patient experienced intermittent periods of rhythm changes. It resolved and the patient was discharged. On pod 3, the patient was readmitted for implantation of permanent pacemaker.